Event description:
On 01/14/1999 following a percutaneous transluminal coronary angioplasty procedure an angio-seal device was placed in pt's right groin. Deployment went without difficulty and hemostasis was immediate. Two to four hours post deployment the site started to bleed, manual pressure was applied followed by a femostop (duration unknown) until hemostasis was again achieved. At this point the venous sheath was removed, and a decrease in the pt's hematocrit (level unknown) was noted, requiring the pt to receive a transfusion (amount and type of blood products unknown). The pt was discharged to home without further sequelae. As of 02/16/1999 there has been no further report to the manufacturer of additional pt sequelae.